Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that on the morning of (B)(6) 2014, her husband could not wake her up. When he checked her blood glucose, it was 48 mg/dl. He called the paramedics and they took her to the hospital. Her blood glucose was 28 mg/dl when admitted. The cause of the low was unknown. The drive support cap appeared normal. Customer uses proper priming methods. During the call, customer was having difficulty reading the screen and was not feeling well. She was advised to call back later when she feels better and when her husband is around to help troubleshooting. Nothing further reported.